Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and r-wave amp variation. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. After the lead was cleaned, the helix was able to retract and extend when torque was directly applied to the connector pin. The full helix extension length measured within specification. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the device revealed diminished sensing and high capture threshold exhibited by the right ventricular lead. Micro-dislodgement was suspected. The patient was scheduled for replacement, and the lead was explanted. The patient was stable.